Event description:
"Chronic at/af (atrial tachycardia/atrial fibrillation). Intermittent atrial undersensing noted. Does not appear to impact detection." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).